Event description:
Customer reported a past high blood glucose event, with the cause of the high level remaining unknown. Though the specific value of the blood glucose level was unspecified, the display indicated it was high. Cause was not known. To resolve the situation, the customer changed the infusion set and cartridge. No assistance from a third party was required, and cts advised the customer to consult with a healthcare professional to discuss possible factors influencing the blood glucose levels.